Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault while using the modular cable (lot number 7661510) was confirmed via log file analysis; however, the alarm could not be reproduced during product testing. Relevant data from the reported event date of (B)(6) 2026 was reviewed. The log file captured a controller internal fault associated the power b fuse being open. A controller fault associated with the power b line activated immediately after, and then driveline power fault alarms activated. The driveline power fault alarm associated with these controller faults remained active for the remainder of the data capture. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. The modular cable underwent testing in order to evaluate the integrity of its inner wires. The cable was able to pass resistance and insulation resistance testing requirements. Manual testing was performed and no issues were observed. After the compromised fuse b was replaced within the main printed circuit board of the returned system controller (serial number (B)(6)), the modular cable was connected to the returned system controller and tested on a mock circulatory loop for an extended period of time. The cable was manipulated heavily by hand, and a driveline power fault alarm was unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and instructs the user on how to keep the driveline clean by using a towel with mild dish soap and warm water to gently clean it. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the modular cable (lot number 7661510) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault. The log files were submitted for review. The event log files recorded a driveline power fault b alarm on (B)(6) 2026 though the motor function was not affected by the event. The system controller and modular cable were exchanged. The alarms resolved with the exchange.